Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt) is needing MRI of the foot. Caller reports the pt has lost the controller and doesn't use the ins anymore, the ins battery dead. Additional information received from patients representative (pt rep).  Pt rep called back repeating that the pt needs an MRI of the left foot. Pt rep stated the hospital called mdt and was given information about who the rep was. When pt went for the MRI this past friday, there was an "issue" of controller saying it could not find the device (agent understood this as no device found). Pt rep confirmed the controller is not lost. Pt has 'surgery' in 2 weeks. Pt rep mentioned they left voicemails on the reps phone but has not heard back. Pt rep stated the pt only used the therapy for a couple months and then stopped using it - agent understood the ins battery was depleted. Pt was also on the line and stated that the controller only powers on when plugged into ac power supply - controller goes unresponsive when unplugged from ac power. Agent had pt reset controller and plug into ac power supply with no battery - screen did not power on. Green light was on ac power supply box. Pt denied damage to battery pack or the battery compartment pins. Pt mentioned they would be getting the scs ins removed after surgery.  Agent reviewed controller and implant need to be charged in order to enter MRI mode. Agent will follow up with pt tomorrow to continue troubleshooting. Agent sent email to repair to replace the controller. Additional information received from patient representative (pt rep). Agent made outbound call to pt rep. Pt rep put battery pack into replacement controller and screen did not power on. Controller was plugged into ac power but there was no green flashing light indicating the controller was charging. Agent will follow up with pt tomorrow. Agent sent email to repair to replace the ac power supply <(>&<)> battery pack.